Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a1, b5, d5, d8, e1 and h4. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could be simethicone. Reprocessing was confirmed to be practiced in accordance with instructions for use (IFU). No physical damage was found at the location. The root cause of the foreign material remaining in the subject device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection" and the prevention method in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material on the plastic distal end cover, around the nozzle, on the adhesive of the bending section cover, on the connecting tube, and a whitish foreign material was found inside of the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing. This report will be supplemented when, new and relevant information becomes available.

Event description:
It was observed, that during the device evaluation. The flex video scope exhibited whitish foreign material found inside of the jet-tube. And other parts had foreign material. There were no reports of patient involvement.